Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to elevated blood glucose (value not provided). The customer was treated with intravenous saline and was discharged on (B)(6) 2021 with no permanent damage. Reportedly, occlusion alarms had occurred. The customer changed the pump supplies to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.